Manufacturer narrative:
Additional narrative: patient initials not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR review - manufacturing location: (B)(4). Manufacturing date: 30.jan.2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when using the t-pal trial spacer, the top of the shaft of trial implant broke. When inserting the implant the applicator reportedly broke as well. All fragments were retrieved. The surgery was completed using a leopard cage. There was a fifteen minute surgical delay reported. The patient is reported as being ¿fine.¿ this is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the returned instruments (t-pal large trial implant and applicator inner shaft) has shown that the knob of the inner shaft is indeed completely broken off. The broken parts are provided. For further investigation we did not receive the whole instrument (applicator outer shaft and the applicator knob). Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is likely that the damage of the instruments may have been caused due to high mechanical force which was applied during use. The review of the device history record showed that there was no issue during the manufacturing of the products that would contribute to this complaint condition. No indication for product related issue was found. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.